Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced severe pain and inability to void. Bilateral hematomas were noted requiring pain control [medication] and overnight hospital stay. The patient also experienced mild left buttock bruising, discomfort from hematomas, some left leg soreness/cramping with longer walks, dyspareunia, palpable prolene suture exposure, increased feeling of exposed mesh/discomfort with intercourse [boyfriend feels his penis catch on her exposed mesh], palpable mesh, isolated involuntary loss of urine episodes, urinary frequency and nocturia. Excision of mesh on the right side of the urethra and excision of the prolene suture on the left side of the urethra was performed.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.